Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
The following was reported by rn "I was attempting to flush PICC line when suddenly a spray of something wet was felt on my face, forehead and eye area. After looking down, this rn realized the "spray" was a mix of blood product and saline from the PICC line. Upon further inspection, it was discovered that the rubber stopper at the end of the PICC which holds the guide wire dislodged. Patient was known hiv and nurse went to ed for treatment." Blood and saline spraying out of PICC line into nurse's eye.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a dislodged t-lock septum was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. The catheter was received with an inlaid stylet and attached t-lock assembly. The septum was partially dislodged from the t-lock housing. Microscopic inspection of the sample confirmed that the t-lock septum was partially dislodged from the housing. The septum appeared well formed and unremarkable. The shrink plastic intended to hold the septum in place was elliptical and irregular. The plastic appeared pinched or compressed. Discoloration of the plastic was also observed. The irregular shrink plastic appeared to contribute to the dislodgement of the septum and likely occurred during device manufacture. Photographs have been forwarded to the end-item manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
The following was reported by rn "I was attempting to flush PICC line when suddenly a spray of something wet was felt on my face, forehead and eye area. After looking down, this rn realized the "spray" was a mix of blood product and saline from the PICC line. Upon further inspection, it was discovered that the rubber stopper at the end of the PICC which holds the guide wire dislodged. Patient was known hiv and nurse went to ed for treatment." Blood and saline spraying out of PICC line into nurse's eye. Additional information received 04/06/2023: it was stated "rn was treated with antivirals for 3 days. Advised to stop antiviral treatment by cx in employee health. Discontinuation of medication 3/19/2023. Clinician clarified that the rubber stopper came out partially. Rn noticed something was wrong when they flushed PICC line via the port connected to the t lock and blood mixed with saline sprayed onto their face. It was upon further review of the device that they noticed a possible defective. There was no resistance noted when attempting to flush through the t-lock."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported by rn "I was attempting to flush PICC line when suddenly a spray of something wet was felt on my face, forehead and eye area. After looking down, this rn realized the "spray" was a mix of blood product and saline from the PICC line. Upon further inspection, it was discovered that the rubber stopper at the end of the PICC which holds the guide wire dislodged. Patient was known hiv and nurse went to ed for treatment." Blood and saline spraying out of PICC line into nurse's eye. Additional information received 04/06/2023: it was stated "rn was treated with antivirals for 3 days. Advised to stop antiviral treatment by cx in employee health. Discontinuation of medication (B)(6) 2023. Clinician clarified that the rubber stopper came out partially. Rn noticed something was wrong when they flushed PICC line via the port connected to the t lock and blood mixed with saline sprayed onto their face. It was upon further review of the device that they noticed a possible defective. There was no resistance noted when attempting to flush through the t-lock."